Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the implantable cardiac monitor displayed an error message. No intervention was reported. The patient would be monitored.